Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26867. The pt has a scs system which includes two peripheral (off-label) leads from the same lot. It was reported the pt has been experiencing pain at the ipg site since implant and is not receiving effective stimulation. The pt underwent surgical intervention to have the entire scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.